Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an incomplete bolus alert. During troubleshooting with tandem technical support the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds); however, the customer did not acknowledge having done this. There was no reported impact to the customer's blood glucose. Reportedly, the customer continued using the pump for insulin therapy.